Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump using the b&w interface displayed lines and dots and the touchscreen did not respond despite attempts to press the screen, charge the device, and perform a soft reset; the user¿s glucose was reported at 120 mg/dl, and the issue involved the touchscreen component consistent with a screen fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and review and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the touchscreen consistent with a fracture of the display and touch interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related factors.